Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: a temporal relationship exists between the pd therapy with the liberty cycler set and the patient¿s peritonitis event. However, currently there is no objective evidence that a liberty cycler set malfunction or product deficiency caused this event. Peritonitis is a well-documented complication in pd patients. Based on the reported information, peritonitis can be reasonably attributed to patient breach in aseptic technique.

Event description:
It was reported by a peritoneal dialysis (pd) nurse that this patient on pd therapy had peritonitis. There were no reported allegations that this event was caused by fresenius products. In additional follow-up, the reporting pd nurse stated that on (B)(6) 2026 the patient was seen in the outpatient pd clinic with symptoms of abdominal pain. As a result, the patient had a pd culture obtained (the same day) which was positive for growth of enterococcus faecalis and the patient was diagnosis of peritonitis. The patient was imitated on antibiotic therapy utilizing intra-peritoneal (ip) vancomycin (dose unknown) on an outpatient basis. The patient continued pd with the same cycler, per the nurse. Subsequently, the patient developed confusion and was hospitalized on (B)(6) 2026 with pneumonia and metabolic encephalopathy. The patient¿s nurse confirmed that the patient did not have any fluid leaks or issues with fresenius products in relation to the peritonitis event. The nurse indicated the peritonitis was due to patient breach in aseptic technique.